Event description:
It was reported that during use of implantable pacing lead (ipl), a backup lead was implanted due to ipl high pacing thresholds. Status of the ipl is unknown. No patient complications have been reported as a result of this event.